Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the primary set burst while infusing unspecified fluids. The set was changed and there was no patient harm.

Event description:
The customer reported that the primary set broke while infusing unspecified fluids. The set was changed and there was no patient harm.